Manufacturer narrative:
(B)(4). A device history report (DHR) review could not be performed to observe any peculiar issues, due to the lot number not being provided. No sample was returned for investigation, therefore, no physical investigation could be conducted. A simulation test was conducted with production sample ch16 on the deflation test. No deflation issues were observed. However; in the absence of the returned sample and limited information available, further investigation could not be conducted, and therefore the complaint is not confirmed.

Event description:
It was difficult to remove the 10 cc of fluid used to fill the balloon and the balloon was partially inflated during catheter removal causing pain. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was difficult to remove the 10 cc of fluid used to fill the balloon and the balloon was partially inflated during catheter removal causing pain. The patient's condition was reported as fine.